Event description:
The customer reported the ventilator went vent inop and alarmed and would not power on upon start up. The customer reported the unit was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the reported vent inop event, however, review of the device diagnostic log noted a vent inop occurrence. The service technician was able to duplicate the ventilator would not operate on ac power. The service technician replaced the power supply to address the findings. Extended self testing and applicable final testing was completed and passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.